Event description:
Complainant alleged that the clinicians were attempting to defibrillate a male patient(age unk) who had coded in ccu dept, but when the clinicians discharged the device at 200 joules the device shut down causing the screen display to blank out. The clinicians were able to obtain another device to defibrillate the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.